Event description:
The pt's device reportedly stopped working (exact date not given). Testing performed confirmed that the device was no longer functioning. The device was explanted. The pt was reimplanted with another clarion device.